Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 500 mg/dl. Customer blood glucose value was 239 mg/dl. Customer also complained for sensor updating. The insulin pump will not return for the analysis. The sensor will return for the analysis.